Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.